Event description:
The reporting facility indicated, that a "dull needle" issue was identified. To date, no information has been received to indicate, that there was a syringe-related defect related to the original report or that the report involved an out of specification syringe. To date, no information has been received to indicate, that a user or a patient experienced a death, serious injury, medical intervention, follow-up care or other adverse health impact associated with the reported problem/issue.

Manufacturer narrative:
The returned samples of this event was requested, but hasn't been received. Till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue. The retained samples were inspected and they all meet the specification. The event can't be confirmed. The root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted, if further information received.